Event description:
The patient was admitted after multiple implantable cardioverter defibrillator shocks. Patient had an implantable cardioverter defibrillator placed two years prior. Upon interrogation of this device, it was clear to the cardiologist that the patient had a lead fracture causing over-sensing of the electrical interference with subsequent implantable cardioverter defibrillator shocks. It was then decided to implant a new lead to ensure proper function of the device. The original lead was capped off and left in place. A new generator was also placed at this time due to the original generator being overly used by the faulty lead. Of note is that the patient received a notification letter from medtronic six months before this event regarding the possibility of a lead malfunction with his particular model. It is unclear why the patient failed to follow-up with his provider regarding this possibility. The patient has since recovered from this procedure and has been discharged home.